Manufacturer narrative:
Investigation of the bottom housing indicates that the adhesive was properly welded to the device. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The device was returned with the cannula assembly fully deployed and the needle completely retracted. The formed needle was properly seated in the slide insert. The exact cause of the cannula dislodging could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels reached 280 mg/dl, while wearing the pod longer than 48 hours on the abdomen. The patient noted the adhesive was loose and the cannula had dislodged from the infusion site. A new pod was applied to treat the hyperglycemia.